Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the pulse generator exhibited low impedance on the ventricular channel. Sensing and capture threshold were stable. The device remained implanted. The patient would be monitored.